Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 305901, lot# 50989821, product type: screening device. Product ID: 309101, lot# 50994151, product type: screening device.

Event description:
A manufacturer representative reported a trial patient had started a trial on (B)(6) 2016 and the patient didn¿t feel stimulation right away, the manufacturer representative noted that they have neuropathy and thought that might have something to do with the reason they were not feeling stimulation. The controller would not allow the patient to turn stimulation past 4.5 ma and the manufacturer representative did not remember what ¿screen number¿ was for this message. The patient went home and had not been able to feel stimulation or get any therapeutic benefit. The patient switched sides on (B)(6) 2016 and had the same issue. The manufacturer representative believed the patient was only able to adjust the stimulation to 4.5ma. The action taken to resolve the no stimulation and no therapeutic benefit was that the manufacturer representative called technical services for troubleshooting and made sure all devices were connected. The patient felt stimulation at discharge and was unable to feel it again or turn up the device while at home and the error occurred on the controller. The patient denied any sensations. The cause of the no stimulation was determined to be that the leads must have been pulled out of the skin under the dressing. The troubleshooting performed was that the manufacturer representative tried to turn up stimulation, was unable to pass 4, made sure everything was connected properly, and there were no changes in patient feeling. The patient had sensation problems and they were unable to determine if the percutaneous leads were pulled out at the skin site due to the dressing. The patient kept a diary and the basic evaluation was inconclusive. The device had been removed as scheduled and the advanced evaluation was scheduled for the patient.